Event description:
Note: no patient involvement. It was reported to boston scientific corporation in 2009, that a trapezoid rx lithotripter compatible basket was to be used during a procedure performed the same day. According to the complainant, during unpacking, the basket tip was found to be missing. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.